Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found that the haptic was torn. (B)(4).

Event description:
The reporter indicated that as the surgeon was removing a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, from the vial, he noticed it was torn. This occurred on (B)(6) 2019. "Defective" is recorded on the box. There was no patient contact with the lens.